Event description:
It was reported that the patient presented to the clinic. Externalized conductors were observed via x-ray. No electrical anomalies were detected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced during device changeout for normal eri.